Event description:
Baxter received a report from a facility involving an automix 3+3/as compounder. According to the facility, when inspecting unit before use, they discovered a frayed umb cable. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "when inspecting unit before use they discovered a frayed umb cable" was confirmed during visual inspection. However, no repairs\upgrades were performed on the device and a replacement device was sent to the customer.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.